Event description:
Customer reported the male luer disconnected from the luer locking cannula female luer and leaked blood during a tpn/lipid infusion. The blunt cannula was still connected to the PICC line connector and blood was leaking from female luer. The PICC line was clamped and the blunt cannula was removed. The PICC line connector was cleaned with alcohol and flushed with saline to clear the blood in the PICC line. The tpn/lipids were discontinued due to possible contamination due to being disconnected and hanging freely in the air. D10 infusion was started since the tpn was discontinued. Event occurred in the pediatric unit. There was no pt harm or medical intervention. No further pt/event info is available.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported leak because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.